Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of foreign body in patient, and pain are listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the markings were removed during use due to anatomy and vessel contact. The delamination of the pad print at the guide wire (gw) exit port are consistent with normal use. When the device is inserted the gw port contacts tissue. When manipulated in this condition the print can be rubbed inducing a wear and or partial removal. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event: estimated d4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported as a general comment the white paint appeared to have come off surrounding the wire exit port and the physician has noticed this multiple times but only with the newer prostyle device, not the older proglide device.